Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2016; product ID: 5866-38m adaptor, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) and a superior vena cava (svc) lead impedance warning for high undefined impedance on the rv lead. Detections and alerts were programmed off. The rv lead was subsequently explanted and replaced. During the explant of the rv lead, the atrial lead pulled back in the svc and dislodged. The atrial lead was also explanted and replaced. It was also noted that the left ventricular (lv) lead threshold increased. The lv lead remains in use. No patient complications have been reported as a result of this event.